Manufacturer narrative:
Insulin pump received with blank display due to missing battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor and excessive no delivery test or verify low battery alert due to blank display.

Event description:
It was reported that the insulin pump received low battery alert. Customer's blood glucose at the time of the incident was 8.33 mmol/l. The device has been returned for analysis.